Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("within the fundus and embedded within the myometrium are two segments of twisted metallic wire"), device expulsion ("within the fundus and embedded within the myometrium are two segments of twisted metallic wire"), pelvic pain ("pain") and back pain ("lower back pain") in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge, menometrorrhagia, ovarian cyst, uterine bleeding and urinary incontinence. Concurrent conditions included joint pain since (B)(6) 2016 and chronic pain. Concomitant products included cyclobenzaprine hydrochloride (flexeril), ibuprofen (motrin), ketorolac tromethamine (toradol), lidocaine and tramadol. On (B)(6) 2012, the patient had essure inserted. In 2017, the patient experienced anxiety ("anxiety"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), back pain (seriousness criterion medically significant), arthralgia ("joint pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (pain during intercourse)"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), menorrhagia ("heavy menstruation bleeding"), vulvovaginal pain ("vaginal area"), rash ("severe skin rashes /severe rashes legs and arms"), allergy to metals ("nickel allergy or sensitivity"), dizziness ("dizziness"), the first episode of mood swings ("mood swings"), anaemia ("anemia"), depression ("psychiatric and/or psychological condition:depression") and the second episode of mood swings ("mood swings"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, and cystoscopy, back surgery and underwent total hysterectomy/removal of fallopian tubes.). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device expulsion, arthralgia, abdominal pain, dyspareunia, alopecia, migraine, vulvovaginal pain, allergy to metals, anaemia, depression and anxiety outcome was unknown, the pelvic pain, menorrhagia, rash and dizziness had resolved and the back pain, headache and the last episode of mood swings was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anaemia, anxiety, arthralgia, back pain, depression, device expulsion, dizziness, dyspareunia, embedded device, headache, menorrhagia, migraine, pelvic pain, rash, vulvovaginal pain, the first episode of mood swings and the second episode of mood swings to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: results: dye test: once the dye had been placed in the uterus, it was apparent that there was no fill or spill in either tube. The proximal markers of the inner and outer coil were both seamed to be distal to the cornua, but the proximal marker of the inner coil on each side was only several millimeters from the cornua, well within the 30 mm range for acceptable placement. At this mid point, with successful essure seemed to be confirmed, the cannula was removed, as was the tenaculum. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; back pain. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; embedded device and device expuslion. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 5-dec-2018: mr received. Events per mr: within the fundus and embedded within the myometrium are two segments of twisted metallic wire, consistent with essure coil was added, patient's medical history was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and back pain ("lower back pain") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included joint pain since (B)(6) 2016 and chronic pain. Concomitant products included cyclobenzaprine hydrochloride (flexeril), ibuprofen (motrin), ketorolac tromethamine (toradol), lidocaine and tramadol. On (B)(6) 2012, the patient had essure inserted. In 2017, the patient experienced anxiety ("anxiety"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (pain during intercourse)"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), menorrhagia ("heavy menstruation bleeding"), back pain (seriousness criterion medically significant), vulvovaginal pain ("vaginal area"), rash ("severe skin rashes /severe rashes legs and arms"), allergy to metals ("nickel allergy or sensitivity"), dizziness ("dizziness"), mood swings ("mood swings"), anaemia ("anemia"), depression ("psychiatric and/or psychological condition:depression") and mood altered ("mood swings"). The patient was treated with surgery (underwent total hysterectomy/removal of fallopian tubes.) And surgery (back surgery). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, rash and dizziness had resolved, the arthralgia, abdominal pain, dyspareunia, alopecia, migraine, vulvovaginal pain, allergy to metals, mood swings, anaemia, depression and anxiety outcome was unknown and the headache, back pain and mood altered was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anaemia, anxiety, arthralgia, back pain, depression, dizziness, dyspareunia, headache, menorrhagia, migraine, mood altered, mood swings, pelvic pain, rash and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: dye test . ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Lab data added. Concomitant condition added. Following event: joint pain, abdominal pain, dyspareunia (pain during intercourse), hair loss, migraines, headaches, heavy menstruation bleeding, lower back pain, vaginal area, severe skin rashes /severe rashes legs and arms, nickel allergy, sensitivity, dizziness, mood swings, anemia, psychiatric and/or psychological condition: depression, anxiety, moodiness were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.